Manufacturer narrative:
Corrected data: the initial report inadvertently did not report 'foreign' as a report source. The initial report inadvertently did not report 'foreign' as a report source. The initial report inadvertently did not report the manufacturer date.

Event description:
During review of the in-house programming history database for this patient's device, it was observed that high impedance resulted on (B)(6) 2013 upon system diagnostics (dcdc-7). It was reported on (B)(6) 2016 that the patient saw a new physician, and the physician suspects that the device is at end of service condition because he was not able to communicate with the generator. Upon follow-up, the patient does not feel any stimulation. No surgical intervention has occurred to date, and no additional relevant information has been received.

Event description:
It was reported that the patient had surgery on (B)(6) 2016. Pre-operatively, the generator was unable to be interrogated. After the generator was replaced with a m103, high lead impedance was observed. The lead was not replaced on this date. No additional surgical intervention has been reported to date. No additional relevant information has been received to date.